Event description:
It was reported that the ureteral stent pusher tip broke off in the patient while deploying an optima stent. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent pusher tip broke off in the patient while deploying an optima stent. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, a photo sample was submitted. Visual evaluation of the photo sample noted one end of the push catheter completely broken off the body of the catheter. Although a specific cause cannot be determined, a potential root cause for this event could be, "material selection". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The actual/suspected device was inspected